Event description:
Patient attempted to use call bell to tell nurse the IV was hurting. Patient's hand was swelling and the rings were hurting the patient. Nurse heard patient calling out. Bed had malfunctioned, not allowing call bell to work. Patient's IV was discontinued and assisted patient in taking patient rings off.